Manufacturer narrative:
Feb. 04, 2016 08:41 am (gmt-5:00) added by (B)(6): please disregard the previous statement. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Feb. 02, 2016 03:52 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro power supply was having intermittent issues. Power supply is still under warranty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot/serial # conforms to all applicable product specifications. Device evaluation: the device was returned to the factory for evaluation. A visual inspection of the device was performed. It showed signs of clinical usage and no evidence of blood. Minor scratches and cracks were observed on power supply which was not reported by the account. A functional test was performed on the unit. The device failed functional test requirements for high and low current output tests. Based on the results of the evaluation, the reported complaint was confirmed for an electrical issue (device failed electrical testing) however no breaks in continuity were observed. Because the reported failure and the as analyzed failure are both electrical issues, the complaint is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro power supply was having intermittent issues. Power supply is still under warranty. A replacement device was used to complete the procedure. The hospital did not report any patient effects.